Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that the tubing behind a sipper going into the measuring cell of the cobas 6000 e 601 module had popped off on (B)(6) 2016. The tubing was reattached, but the customer still sees air in the lines. The customer performed multiple air purges which did not resolve the issue. The quality controls (qc) for all assays were out of range. The customer identified 17 patient samples that had been run around 11:00 a.m. On (B)(6) 2016 after the customer had run qc earlier that day. The customer stated these 17 patient samples had to have corrected reports issued. The tests run at this time were elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys fsh assay (fsh). The customer only provided 1 comparison each for tsh, ft4 ii and fsh. The results for tsh and ft4 ii were erroneous. It is not clear if the erroneous results are for 2 patient samples or if these results are for 1 patient. The customer declined to provide any patient information. The initial tsh result was 0.66 uiu/ml. The repeat result was 1.72 uiu/ml. The initial ft4 ii result was 2.71 ng/dl. The repeat result was 1.3 ng/dl. The customer has not received any information indicating an adverse event occurred. No adverse event was reported. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site. The pinch tubing was broken and leaking onto pinch valves. The fse replaced the pinch valves and pinch tubing. The customer ran calibration and qc which were acceptable. The investigation stated the pinch tube is used to control the flow of liquid to the measuring cell. If the pinch tube is leaking, the assay does not reach the measuring cell and a signal that is too low is generated. This explanation corresponds to the results that were received. Replacing the pinch tube is a maintenance responsibility of the customer. After the pinch tubing was replaced, the instrument worked according to specifications.